Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not complete implant of the his bundle leads as the leads dislodged. The physician did not implant either lead and delayed the rest of the implant surgery until the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.